Event description:
A perforator bit failed during an operation in the main or. When perforating the patient's skull, the surgeon stated that the bit did not stop rotating once it had pierced the skull. In normal operation, the bit rotates only when pressed against a hard surface (skull). The driver and bit were delivered to biomedical engineering for examination. At that time, a request was made by biomed for sterilization of the parts involved (the bit, drill driver, and hose). The bit was lost during the sterilization process. The bits are disposable and intended for one time use. It was later recovered. A stryker rep later examined the driver and was certain that the device functioned normally. The supply chain manager is in the process of contacting the manufacturer of the bit, acra-cut.